Event description:
The distributor reported they identified a hole in the package during their initial inspection of the received product. The device was not sent to a user facility.

Manufacturer narrative:
One new device in original packaging was returned for evaluation. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.